Manufacturer narrative:
Device evaluation of battery pack is still under investigation.

Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (thermal damage) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were thermally damaged. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery pack is still under investigation.

Event description:
A us distributor reported that a battery was unable to power on a monitor.